Event description:
In 2007, a call was received notifying the company that during a routine arthroscopic rcr repair, the surgeon (hospital) placed two magnum2 implants. Upon deploying the suture lock, the plug would not release from the inserter. On the second, the suture plug release cable detached from the inserter and remained attached to the anchor. He then converted to a mini-open repair and was able to then converted to a mini-open repair and was able to twist and remove the cable from the implant. The surgery was completed without further incident, and the patient is reportedly doing fine.

Manufacturer narrative:
The implants were returned to the manufacturer for evaluation. Device #1 still had the anchor body attached to the inserter. Under microscopic evaluation, it could be seen that the tail of the suture ribbon at the junction of the plug was not seated against the die during suture lock. Furthermore, the presence of the implant with the returned inserter suggests the implant was either not fully inserted into bone (in other words, it was not deployed subcortically), or the patient's bone quality was insufficient to hold the implant. The instructions for use for this device contraindicate against the use of the device in poor quality bone, and also warn against bone lock or suture lock deployment until anchors are fully seated in the subcortical position. A definitive conclusion as to root cause can not be determined based on the condition of the sample returned. Arthrocare reviewed product complaint data for this failure mode. Incident rate is less than 1%. Additionally, a review of the lot history record was performed on lot# 115669. The device met all product specifications. No conclusion can be made. This MDR is for one of two devices that exhibited failure modes during the surgery reported in 2007.